Event description:
Parent of pt, carrying the pt into x-ray room. Door to room pushed back the hanging cable of x-ray machine, the cable then fell and hitting the parent in the eye. Causing a mild corneal abrasion. Siemens adjusted the cable length. Cable is now shorter by approx three feet and allows door to open.